Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced swelling and infection. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a jrny ii bcs xlpe art isrt sz 1-2 lt 12mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 6 weeks post implantation due to swelling and infection. It was communicated that no patient or medical documentation was available. Without the requested patient specific clinical documentation, definitive clinical factors which could have contributed to the reported events and the source of infection could not be concluded. The patient impact beyond the reported swelling, infection, and subsequent revision could not be determined. The patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, late wound sepsis have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to loss of sterility, contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.